Event description:
It was reported to philips that the unit shut off and reset. The device was in use at the time the issue was discovered; however, there was no patient or user harm reported. The customer requested information if the reported issue is related to 35v notice received. The customer inquired what error codes would be displayed in the v60 significant event log if a unit exhibited a 35-volt rail problem. The philips remote service engineer (rse) advised the customer that the unit can shut down and display any of the following codes: backup alarm failed alarm message: check vent alarm light emitting diode (led) failed alarm message: check vent: alarm led failed alarm message, check vent aux alarm supply failed, check vent - 35 volt (v) supply failed alarm message, check vent - blower stalled. The rse also advised the customer that the unit can experience the 35-volt rail issue and not display any error codes after shutting down. The customer reported that the unit shut off and restarted while in use. It is unknown if the unit alarmed. The rt responding powered the unit off/on to reset low priority alarm. There was no patient harm reported. In the biomedical engineer¿s shop, the unit operates normally. Code 1101 with 3007 was noted, indicating a restart but no action needed per service manual. The rse advised the customer that the complaint does not appear to be related to the 35v philips¿s notice received by customer. The rse advised the customer to perform an extended run in to try and duplicate event, and to reload operating software if needed to address the complaint. The customer is taking responsibility to correct or repair the device.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation.